Event description:
In 2007, the pt was implanted with two gore excluder aaa endoprosthesis. In 2008, the pt was implanted with a third gore excluder aaa endoprosthesis to resolve a distal type 1 endoleak. The pt tolerated the procedure. The endoleak is resolved.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: add'l device implanted was pxc121400.